Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/28/2015. The fse found a leak at the waste pump tubing. The fse replaced the tubing, which repaired the leak and the errors. The repairs were verified by the customer. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the bath of the coulter act diff 2 analyzer when running samples. The instrument was generating high platelet (plt) alerts when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.